Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2019. The patient stated the cgm was displaying 131 mg/dl when they passed out. The patient¿s wife called the paramedics and when they arrived, they checked his blood sugar and the bg meter was displaying 51 mg/dl. The patient was transported to the hospital and while in transit, they were administered dextrose 50 via intravenous (IV) therapy. The patient was in the hospital for one day and was released when his blood sugar levels were regulated. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.